Manufacturer narrative:
No product or photo was returned by the customer. The customer feedback regarding an issue with the bd infusion sets could not be investigated due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had cracks. The following information was provided by the initial reporter: they have been experiencing cracks and leaks in the max zero connector for about a year. They observe cracking more often on the kids receiving methotrexate and bi-carb to follow. They run the bi-carb ¿pretty high¿ typically between 250 and 350 ml/hr. The only unit experiencing this cracking/leaking in the connector is the oncology/bone marrow unit. No patient harm was reported. Additional information received from the customer: what product was the set connected to? Usually, the nfc is connected to a port or central venous line how long has this product been used in your facility? Maxzero nfc was rolled out in 2022 but not sure how long they have been using the cap change kit from cardinal that includes the maxzero nfc.